Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the customer states the distal cover fell off at the end of the ercp. The procedure was completed with the same scope and cover. There was no procedural delay. Patient information was not provided. The cover was removed from the patient's mouth manually. There were no cracks when examined but sharp edges were exposed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6, and h10. A review of the device history record was not conducted because the serial number of the device was not identified, however, there has not been any previous manufacturing problems reported. Based on the results of the legal manufacturer's investigation, it is likely the cover / cap was easily removed from the scope due to insufficient attachment to the scope. A review of the instruction manual identifies the following verbiage: "please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation".

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. Complaint history review: a similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The distal end cap will not be returned as it was discarded by the user facility. The cause of the reported event cannot be determined. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure the scope¿s distal end cap detached and fell into the patient¿s mouth. It is unknown how the cap was retrieved. The intended procedure completed. There was no patient injury.